Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported, during patient treatment for normothermia post-surgery, system exhibited a t1 (patient temperature probe alarm) error. The error was cleared by customer by reconnecting temperature probe (t1) connector. In addition, a leak was suspected on a quattro catheter as saline bag found to be pink tinged and blood coming out of the out port. The arctic sun pads were used to continue and complete patient therapy. Per reporter, catheter installation was smooth with no issues. No patient harm or consequence was reported.

Manufacturer narrative:
The reported complaint for leak was confirmed. Evaluation of the returned catheter confirmed the customer reported complaint as a pinhole leak at the proximal end of the proximal balloon. During manufacturing all quattro catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent deformity in the balloons which resulted in eventual leak under pressure or the balloons may have seen higher stress during insertion. Historical complaints were reviewed related to the reported complaint and one similar event was reported on (B)(6) 2017, however no leak was found on lot# 70274.